Event description:
It was reported the physician was performing a soft tissue shoulder repair using the speedscrew knotless implant. Once the implant was placed in the bone hole, the physician attempted to tension the suture slack. At this point in the procedure, the suture lost all tension and the implant had to be removed. Upon removing the implant, the physician noted the screw was broken in the same place the suture is threaded. The physician attempted to place a second speedscrew in the original bone hole but experienced the same loss of tension as with the first. A third implant was placed, once again, using the same bone hole. The physician was unable to deploy the implant as it was not functioning properly. No add'l details regarding the failure were provided by the physician. The procedure was completed with a fourth speedscrew knotless implant; however, the implant attempts caused a surgical delay of 60 minutes. No pt complications were reported as a result of this event.

Manufacturer narrative:
Device 1 of 3. Reference MFR reports: 2032380-2011-00172 and 2032380-2011-00173. As a result of foreign confidentiality requirements, no pt info was available.